Event description:
It was reported that a spinning spiros® closed male luer, red cap was reported to have experienced a material separation during patient use. It was reported that the spiros was disconnected from the chemo tubing, causing the patient's line to have blood come out of it. Additionally, when the nurse tests the spiros and puts it back together, the spiros won't stay in line. There was no patient harm reported.

Manufacturer narrative:
One (1) used. List # ch2000s-c, spinning spiros® closed male luer, red cap connected to an unknown, extension set w/ piercing pin, a bag spike adaptor w/ spiros, and a used bag spike w/ clave. As received the spiros came connected to the returned mating device. No additional damage or anomalies were confirmed. However, the shear tab was correctly activated and no damage on the splines was observed. The spiros was tested and no leaks or anomalies were identified. The torque residual was measured and passed as well. Complaints of separation cannot be confirmed or replicated.